Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with low blood glucose. His blood glucose at the time of incident was 39 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer also mentioned that he had not been using the insulin pump for the past week due to inability to access the rewind screen. The customer cannot bolus either due to inability to rewind. No products were returned or replaced.